Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/ use error: observed 1 opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. Particles in valve: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and damage caused by explant surgery "preop saline deflation" (not device related). Healthcare professional later reported "particles in valve." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported left side capsular contracture, baker grade unknown and damage caused by explant surgery "preop saline deflation". Device has been explanted. This pertains to the left side.